Manufacturer narrative:
The explanted ipg was not returned to bsn because it was discarded by the medical facility.

Event description:
A report was received that a patient was explanted due to pain and swelling at the pocket site. The patient is reportedly doing well following the explant procedure.